Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n480854, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
A consumer and healthcare provider (hcp) reported via a representative that the pump was moving within the pocket, and the pump had been hitting the patient's wheelchair. The patient did not know how long the movement had been going on. The patient's hcp recommended moving the pump to the opposite side, and the infusion system was revised on (B)(6) 2015. The pump was moved to a new pocket, and a new section of catheter was added to the pump segment. The patient was receiving intrathecal gablofen (baclofen). Additional information was requested, including any troubleshooting or interventions that were performed. The cause of the pump moving was also requested. They were indicated for the following use: intractable spasticity.